Event description:
The customer reported that the act diff instrument generated low wbc, rbc, hgb, hct, and plt results for 2 different patients. The initial run on patient# 1 had an instrument generated platelet flag. The initial and rerun on patient#2 did not have instrument generated flags. The rerun on patient# 2 had results similar, but a lower wbc and a higher rbc result compared to the reference results. This report will cover the event for patient #1. Event for patient #2 is addressed in MDR 1061932-2011-02204. The erroneous results were not reported outside the lab. The patient was redrawn and run on a reference instrument where results were higher and considered correct. The sample was collected via finger stick. No death, injury or change to patient treatment associated with this event. Controls were run before and after the incident and were within range and the instrument is currently performing within qc specifications. On (B)(4) 2011 a field service engineer (fse) found a clot in the wbc bath that was removed by the clean the baths (bleaching) procedure. Fse replaced the waste pump peristaltic tubing. The repair was verified and system validated. The root cause for the low cbc results can be attributed to the clot found in the wbc bath.